Event description:
Pt underwent surgery for hip fracture. Developed decreased oxygen saturation in pacu with increased swelling of neck and crepitus. X-ray revealed extensive subcutaneous gas/pneumomediastinum. Transferred to tertiary care intubated on ventilator for cardiothoracic evaluation. Remained in ICU. Pt became unresponsive. CT of head obtained revealing a subacute right aca infarct as well as a chronic right mca infarct. Family made pt comfort measures only and pt extubated and expired on (B)(6) 2018.